Event description:
The patient had a urinary sphincter prosthesis placed. The device was recently activated and the patient developed retention. He also developed some leaking from the incision in the suprapubic area as well as some inflammation in the scrotal wall. He presented to the emergency room (etc) where it was found that the sphincter pump was eroding through the scrotal wall. And the patient was taken to the or for removal of the device.